Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) received a shock due to ventricular fibrillation (vf). During a right ventricular autothreshold (rvat) test, this induced the patient into vf. Technical services recommended to turn off the rvat feature. At this time, the device remains in service. No additional adverse patient effects were reported.